Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(4) 2014 to report missing sensor wire on (B)(4) 2014. Patient stated that upon removal of sensor pod, they were unable to find locate sensor wire. Patient stated they "do not believe it (sensor wire) was ever in the needle." Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.